Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant hematocrit result on a patient. There was no additional patient information at the time of this report. The customer stated that last week a patient tested high hct on I-stat analyzer 74%. Patient was not actively bleeding and there was no blood transfusion. Since it was too high they ran manual and that was 42%. Information has been requested, however, there are no test/collection times or dates associated with the complaint. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). Correction: b3, event date: which was not available at the time of report from 04/17/2023 to 04/07/2023 (date patient was addmitted). The investigation was completed on 03-may-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.